Manufacturer narrative:
Device received with loose drive support disk, end cap broken off, broken reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners, broken belt clip slot and stained end cap sticker. Unable to perform displacement test due to detached end cap. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump bottom broke off. Customer stated belt clip broke off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.